Manufacturer narrative:
Evaluation summary: the products were not returned for analysis; the lenses remain implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two to three years following intraocular lens (iol) implant procedures, three patients have intensive glistening, the implanted lenses are blurred. The patients are seeing through the lens like with initial cataract and loss of contrast sensitivity. Additional information has been requested.